Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's friend reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he was playing gold when he received the button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc, act and up buttons due to moisture damage keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip.